Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor "does not respond to the start/stop button." The monitor is being returned and replaced with a new monitor. No patient complications were reported as a result of this event.